Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 37 fractured. Construction is unknown. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogeneous mechanical overloading on the implant and patient related bruxism.